Event description:
The bantam instrument femoral broach handle fatigue fractured during the case and resulted in the broach being stuck in the canal. The extraction required an extra 20 minutes. The pt is not injured.